Event description:
Per the clinic, the patient developed an infection at the abutment site (specific date not reported). Subsequently, the patient underwent revision surgery (specific date not reported) in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. Additional information has been requested but has not been made available as of the date of this report.